Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction was made. D15 is the conclusion code based on failure analysis findings.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the operating platform (op). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported recoverable error #23103 on universal surgical manipulator (usm) #1. Prior to contacting tse, customer attempted a power cycle and recovering the error, but issue persisted. Tse walked caller through a hard power cycle on the patient side cart (psc) and exercised usm #1's flex range of motion. System powered back on, but the error continued. Customer was proceeding with the case as a 3-arm setup. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The operating platform was installed onto a golden system where the component functioned as expected. The returned unit was able to start with the system and be clutched through its range of motion with no errors. Failure analysis identifies the flex zettlex sensor could be a potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.